Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with an inoperative keypad was confirmed during evaluation. The assignable root cause was found to be fluid ingress on the keypad flex cable. The keypad was found to be inoperative but there is no keypad available in the inventory, so the pump will be scrapped as this device is no longer supported. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump, however, the main batteries and battery harness were replaced during previous service. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump experienced an inoperative keypad; this condition had the potential to interrupt delivery. The event occurred before usage. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified since this is a stay-in device. The device history record review revealed that the data card was discarded per doc. 20j retention period.